Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the device lot number is unknown. Thus, an alternate sample, taken from a lot that was delivered to the patient within a three month window, was used for investigation and no defects or irregularities were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a possible saline line clamp failure during a pt's hemodialysis treatment. Approximately 2 hours into treatment, the saline bag (being used in pt's hemodialysis treatment) was found empty. The registered nurse reported the saline bag line clamps were clamped correctly. There was no visible leak or damage seen to the saline bag or clamp. The pt's treatment was halted and successfully resumed and finished on another set of blood lines on the same machine. There were no adverse effects to the pt due to this malfunction. There was no medical intervention required. The estimated blood loss, due to this malfunction, was 200 ml. A sample is available and will be returned to the manufacturer for evaluation.